Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; inflation: indeflator. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue was confirmed. The balloon rupture was not confirmed, however, there was a hole/leak in the outer member. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the right coronary artery (rca), the 2.5 x 18 mm xience prime stent delivery system (sds) was advanced through the stent struts of a previously implanted 2.75 mm xience prime stent without reported issue. It was reported that the 2.75 mm xience prime was implanted and blood flow was improved; a flap-like dissection was confirmed distal to the stent. The dissection reportedly was not caused by the 2.75 mm xience prime. The 2.5 x 18 mm xience prime sds was positioned at the dissection and using an indeflator the xience prime was pressurized/inflated but the balloon would not inflate. The sds was removed from the anatomy and outside the anatomy the balloon was noted to be ruptured. The device was not used. A second xience prime stent was used to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.